Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to loose motor drive support disk. The motor was tested outside the device and passed. Unable to perform the prime test due to motor error alarm.